Event description:
Lawsuit alleges patient complained of pain and a knot in their back at the surgical site shortly after the implant. The patient returned to hcp for a surgical revision of the catheter and wound dehiscence. The patient's symptoms did not improve and the patient requested the device be removed. The pump was removed in 2001. In 2001 the patient called the pain clinic with complaints of wound dehiscence and stated "it feels like it's still in there". Treatment continued until one month later. The hcp observed the patient's back was tender and a pus-like material coming from the wound. The doctor surgically opened the wound and discovered a piece of the pump/catheter system which was then removed. The device was returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.